Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 90 mg/dl. Customer stated that they were unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive second series of beeps and numbers appear on the display. Customer stated they was not receiving second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.